Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that during a right total hip revision, the holding pin fractured, the handle fell apart, and then the fractured pin fell to the floor. The procedure was completed using another device of the same size.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the device showed repeated use over a potential field lifetime of three years. The non-conformance identified in the subcomponent device history report and the returned part would not cause increased stress in the pin or affect function of the device. The pin that was indicated to have fractured was not returned so further analysis could not be done. Review of the device history record for device and device sub-lots identified deviations or anomalies. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.